Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer determined that their ECG cables were faulty and were the cause of the reported issue. As the device was not evaluated by stryker, the reported issue was not verified or duplicated. A cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device would not recognize lead tracings. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not recognize lead tracings. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.